Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. It was reported that the pt had to lay on her right side and twist her body in order to charge her ipg. She stated that any slight movement causes the charger to lose communication with the ipg. A new charging system was sent to the pt. F/u on the pt found that she now reports feeling surges of overstimulation down her legs when she is lying down. The pt is consulting with her physician regarding the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.